Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated potassium results on the architect c8000, serial number (B)(4). Through an extensive investigation, the fsr found the r1 mixer, list number 09d59-02, needed to be replaced, which resolved the customer's complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated potassium result for one patient on an architect c8000 analyzer. The following data was provided (customer's reference range is 3.5 - 5.0 meq/l): sample ID (B)(6) initial result was 8.3, repeat was 4.0 meq/l, repeated on another architect was 4.0 meq/l. The patient's potassium results are historically 3.5 - 4.0 meq/l. There was no impact to patient management reported.